Event description:
Information was received from a patient regarding an external device. It was reported that "months back" the patient contacted a manufacturer representative when they were unable to charge their ins. The representative told the patient to remove and re-insert the battery pack and they were able to charge the ins. About a week ago, they began to experience the same issues when recharging their ins. They would get the "no device found" message or they would get stuck on the "checking recharge quality" screen and could not advance in charging their ins. They were able to connect wirelessly to their ins with their controller. The controller battery was at 100% and their ins battery was at 60%. There was no visible damage detected and the recharger was not hot when charging the ins. They attempted to initiate a charge session to their ins, but they were unable to advance and entered passive recharge mode. The issue was not resolved. A replacement device was requested. The patient later received the replacement antenna, but when they plugged in the recharger, they received "software problem 1_intellis 2_ 3.6 3_243 4_gf_port." The patient reset their controller and the "software problem" was removed. They then unlocked the controller and the controller displayed "recharge your implanted device" screen. They initiated a charging session of their ins with a recharge quality of "excellent." The ins charge was at a low percentage and the controller charge was at 100 percent. The troubleshooting steps on the call resolved the issue. Their old recharger was warm when they received the replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); h3: analysis of the 97755 recharger (rtm) (s/n: (B)(6) revealed that a recharger telemetry module (rtm) failure; it was intermittently stuck on looking for a device. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.